Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14th april 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The handpiece was received with the plunger rod fully retracted, the lens properly positioned inside the lens module and no traces of viscoelastic residue on the device. The lens was removed and visual inspection under magnification revealed no issues with the lens before and after cleaning. No handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The complaint issue of lens damaged was not confirmed and no issues were identified during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available date of event: date unknown, as information was requested but not provided implant date: not applicable, as there is no indication that the lens was implanted explant date: not applicable, as there is no indication that the lens was implanted initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint weas received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.